Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began experiencing discharges at home, accompanied by symptoms of swollen feet and weakness. When the patient presented for a device check, it was determined the shocks were inappropriate due to right ventricular (rv) lead wear or possible fracture. The lead impedance was noted to have increased and short v-v intervals were noted. Reprogramming was performed and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.